Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's pump device had a motor stall which was confirmed in the pump logs. It was stated there would be a pump replacement. Issues regarding an MRI were discussed. It was unclear if the MRI was related to the pump stall. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.